Event description:
According to the information provided, the patient fell from the atmosair 9000 mattress. The occupational therapist reported that the mattress appeared to be over-inflated (the bulge on the bottom of the mattress). The patient did not sustain any injury.

Manufacturer narrative:
The atmosair 9000 mattress is a non-electric system, utilizing atmospheric pressure and gravity as the energy source. The self-adjusting technology (sat) uses one-way pressure relief valves that allow air to escape when a load is applied. The product inspection did not reveal any fault. The bed involved in the incident was a non-arjo device, specifically a hospital bed: spirit plus. The customer's allegation regarding a product malfunction (overinflation) could not be verified. It is unknown why the customer reported overinflation. The sat cells are built of foam; this system does not require a pump to inflate the cells. The self-adjusting technology allows the pressure to escape through the valves when patient weight is applied. The product instruction for use (IFU 407391-ah rev 4) includes warnings and precautions regarding patient positioning, exiting the mattress, and specialty surfaces. The document indicates that several factors should be considered when using the product. It indicates that the speciality surface may have different shear and therefore the patient may migrate, that the patient should be supported when exiting the bed, to minimize the risk of fall, the bed should be at its lowest position. In regard to the patient's placement on the mattress, the patient should be placed in the center. Additionally, caregivers should ensure that capable patients are instructed on how to exit the bed safely. The IFU also warns that the use or non-use of side rails may be critical to patient safety. It is unknown whether the patient was supported when leaving the mattress, whether the patient was monitored to stay in the center of the mattress, or whether the patient's medical condition requires additional precautions, such as lowering the bed to minimize the risk of fall. The arjo mattress was used during the reported fall and thus played a role in the event; however, the analysis revealed that there is no reason to believe that the mattress could have overinflated, leading to the patient's fall. This allegation was not confirmed. The most likely hypothesis is that the bed was used without side rails (side rails were lowered) and the non-use of side rails could possibly lead to the fall; however, it was confirmed that the side rails were lowered per the patient's care plan and preference. The patient did not sustain any injuries. The device is distributed outside the us and no gudid information exists.